Event description:
It was reported that the system stopped producing fluoroscopic images but the customer was able to reboot and finished the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and generator interface board. The system operates as intended.